Event description:
A customer observed imprecise vitros amon results from quality control fluids on a vitros 5,1 fs analyzer. The customer states there were no misreported results and there was no allegation of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer performed maintenance and repairs on the instrument, and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.